Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The nurse stated that they have tried several things to get the customer back on the insulin pump again, but every time they connected the device, the customer's blood glucose went high. It was stated that the device settings were correct. No further info was provided.